Event description:
It was reported that the patient experienced positional stimulation and a lack of therapeutic effect. The patient was unable to feel stimulation while laying down and could sometimes feel stimulation while sitting up. Positional changes affected stimulation. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)